Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/16/2015 with the following findings: evaluation revealed that there was evidence of contamination under all of the keypad button contacts. Unrelated to this issue, the keypad was found to be peeling and had been taped to the pump base. All of the keypad buttons responded appropriately.

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/16/2015.